Event description:
Patient is an adult male with medical h/o significant for morbid obesity, ef 20-25% and hypothyroidism who presented to the ed with sudden onset chest pain. Due to post vf arrest with known non-ischemic cardiomyopathy, an ICD was indicated. Patient underwent procedure for dual chamber ICD implantation. Difficulties were encountered advancing the wire; thus a slippery guidewire was used and the distal end was sheared off likely extravascularly, attempts to remove it was not successful. Fluoroscopy completed after procedure and was not able to pick up wire. Venogram also completed and confirmed wire was not in vein. Outcome: likely will have minimal to no impact to patient. Patient will follow up with physician as outpatient.